Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a rash. The patient reported having a rash under the lifevest. There was no alleged device malfunction. The patient's doctor prescribed a cream for the rash. The patient decided to end use of the device. Follow-up indicated that the rash was improving. There is no indication of a serious injury.